Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6 the reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6) 02-010-04-0240 - logic cr femoral por, left, sz 4 (B)(6) 02-010-04-0340 - logic cr femoral por, right, sz 4 (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t (B)(6) 02-012-51-4009 - logic tib insert impl crc, sz 4, 9mm (B)(6) 200-02-41 - three peg patella 41mm (B)(6) 200-02-41 - three peg patella 41mm (B)(6) 201-78-15 - holding pin mini sharp point 4 pk (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk (B)(6) 521-78-23 - threaded pin size 2.3 collared (B)(6) 521-78-23 - threaded pin size 2.3 collared (B)(6) 521-78-32 - threaded pin size 3.0 collarless 03008421304 (B)(6) - gps implant kit v2 06010721117 (B)(6) - gps implant kit v2 h3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient's left knee was revised approximately 3 years 2 months post initial operation. Patient had a poly exchanged due to infection. Debridement, antibiotics and implant retention (dair) was performed. Liner was exchanged. Patient was last known to be in stable condition following the event.